Manufacturer narrative:
The account has decided that they will not have this device repaired due to cost constraints. At such time that the account deems it necessary to repair this device, they will contact hill-rom. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the brakes will not hold due worn tread on casters, causing the device to slide on floor.